Event description:
The customer reported that the interconnect cable is defective. No pt injuries were reported.

Manufacturer narrative:
The ge service rep installed a new interconnect cable. The system operates as intended.